Manufacturer narrative:
A single falsely elevated high sensitivity troponin (tnih) test result was obtained from an atellica im 1300 instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse checked the instrument status and quality control results and found no instrument errors. The cause of the falsely elevated tnih test result is unknown. The instrument is performing within specifications. No further evaluation of this instrument is needed.

Event description:
A single falsely elevated high sensitivity troponin (tnih) test result was obtained from an atellica im 1300 instrument. The initial result was not reported to a physician(s). A new sample from the same patient was tested on the same atellica im 1300 and a lower test result was obtained. It is unknown if the result from the second sample was reported or correct. The original sample was then repeated on the same atellica im 1300 and a test result that was lower than the original result was obtained. The repeat result was reported as the correct result to a physician(s).there are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih test result.